Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an atrial fibrillation procedure, a versacross connect access solution was selected. During preparation, after opening, it was observed that the luer was broken from the device hub. Device was replaced and the procedure was completed successfully. There were no patient complications.